Manufacturer narrative:
(B)4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for investigation. A picture of the explanted products was provided, however, due to the low quality of the picture, no product evaluation can be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices used for treatment. Medical records were provided and reviewed by a healthcare professional. The patient underwent a left tha due to arthritis. Subsequently, the patient suffered pain, and blood analysis revealed a high level of cobalt. The patient underwent revision surgery. Surgical notes of the revision reported that the stem was well fixed and the cup was loose. With the available information, a definite root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ref# (B)(4); lot# 2339603; metasul ldh, head adapter, m, 0, taper 12/14-18/20, ref# (B)(4); lot# 2304712; metasul ldh, head, 58, code x, taper, ref# (B)(4); lot# 60390131; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset, investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00453, 0009613350 - 2023 - 00455.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 15 years later due to pain, loosening of implant, and elevated metal ion levels. No further information or outcomes have been provided. Due diligence is in progress for this event; to date no further information has been provided.